Manufacturer narrative:
G4:04jan2021. B4:12jan2021. H11: after further investigation of this complaint, new information received deems this case to be non-reportable. This complaint was found as a defect upon arrival (defoa) is prior to therapeutic application and presents no direct patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jan2021. B4: 13jan2021. H8: initial use of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported a noise was confirmed when pre-use check was performed for a brand new device. A lithium-ion battery was enclosed. The unit was not in use, and there was no patient or user harm reported.